Event description:
Same case as MDR ID: 2134265-2014-03563. (B)(4). It was reported that chest pain, myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2012, a 3.50 x 20mm ion stent was implanted at the proximal right coronary artery (rca). In (B)(6) 2014, the patient presented with chest pain and was hospitalized on the same day. Electrocardiogram (ECG) revealed normal sinus rhythm with left axis deviation. Troponin values were noted to be elevated. The patient was diagnosed with st segment elevation mi and cardiac catheterization was recommended. The proximal right coronary artery (rca) was treated with pre-dilatation followed by placement of 3.00 x 20 mm promus stent, 3.00 x 20 mm promus stent and 3.00 x 8 mm promus stent. Following post-dilatation, residual stenosis was 10%. The 3.00 x 20 mm promus stent was deployed in the 3.50 x 20 mm ion stent which was implanted in the proximal rca to treat the in-stent thrombosis. The distal rca was treated with placement of a 2.25 x 12 mm promus stent followed by another 2.25 x 12mm promus stent, with 10% residual stenosis. Two days post procedure, st elevation myocardial infarction and stent thrombosis were considered resolved without residual effects and the subject was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).